Manufacturer narrative:
Section h4 (device mfg) was updated based on the returned product download. Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues have been observed on sensor patch. Data was downloaded successfully. Data was extracted using approved software, and extraction was successful. Performed a visual inspection on the returned sensor and no abnormalities were observed. The sensor data was reviewed and signal low error message along with a drop in glucose and temp values were observed, which is consistent with the removal of a properly applied and functioning sensor. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device. Customer received a "scan error" message and was unable to obtain readings. As a result, customer experienced was unable to self-treat requiring third-party treatment of "glucose (type/dose unspecified) and a banana" by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device. Customer received a "scan error" message and was unable to obtain readings. As a result, customer experienced was unable to self-treat requiring third-party treatment of "glucose (type/dose unspecified) and a banana" by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.